Event description:
It was reported by patients representative that he allegedly underwent a total right hip replacement with a "metallic (titanium) hip" in 2004. The patient further alleges that three weeks following surgery, he developed a staph infection, and was subsequently revised 3 months and 10 days later."